Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: foreign material on implant.

Event description:
Healthcare professional reported unknown side "after opening the outer tray, black foreign matter was found in the imp, so use was discontinued." The device did not touch the patient.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: foreign material of implant: the particle observed on the internal thermoforming is within the specifications, so it is not considered workmanship. Additional observations: crease fold observed on the device. White particles observed on the device.

Event description:
Healthcare professional reported unknown side "after opening the outer tray, black foreign matter was found in the imp, so use was discontinued." The device did not touch the patient.